Event description:
Upon removal of drain by md, resistance was encountered. In attempting to pull out the entire drain, approx. 4 cm of drain remained under skin. Patient taken back to operating room for removal of retained foreign body.